Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Date of event: unknown when non-union began. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an intramedullary nail exchange of the right tibia was performed on (B)(6) 2018 due to a non-union. The initial surgery date is unknown. The 9mm ti nail was removed along with an unknown number of screws intact and revised with a new nail. The surgery was completed successfully and the patient outcome was satisfactory. No x-rays available. This complaint involves two parts. This report is 2 of 2 for (B)(4).